Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel and the delivery system was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported inflation/deflation difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the non-calcified, mildly tortuous, left anterior descending (lad) artery, the xience xpedition stent balloon only partially inflated; however, the stent was deployed in the target lesion. The guide catheter was used to remove the partially inflated balloon from the anatomy. A different device was used to appose the stent to the vessel wall and complete the procedure without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). An adverse event did not occur. There was no intervention performed. Type of reportable event - a serious injury did not occur.

Event description:
Subsequent to the 30-day medwatch report submitted, the following information was received: the partially inflated balloon and stent implant were removed with the guide catheter and guide wire. The stent did not remain in the vessel/target lesion and there was no deflation issue. A different xience stent was used to complete the procedure without issue.